Event description:
- -

Manufacturer narrative:
Upon receipt to the reliability assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit approximately one month post implant, this right ventricular lead displayed decreased sensing and increased threshold measurements. Lead dislodgement was suspected. A revision procedure was performed. An attempt to insert a stylet into the lead was unsuccessful. A fracture was suspected rather than lead dislodgement. A decision was made to replace this lead. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported. The patient with this lead is not pacemaker dependent.

Manufacturer narrative:
Upon receipt, only the proximal segment of this lead was returned. Visual inspection revealed deformed conductor coils at 142 mm from the terminal pin, likely due to the grabbing tool. The stylet could not be advanced past the deformed coils. Analysis determined the returned portion of the lead was electrically continuous and could not determine a reason for the lead dislodgement.